Event description:
Pt came to the ed with suspected aspiration pneumonia. Pt was intubated and going to be transferred to the ICU eventually. The staff was going to connect the pt to the wall oxygen and the oxygen flow meter bent forward. The pt desaturated and the staff had to retrieve an oxygen tank. The pt's heart rate slowed. The pt received CPR, epinephrine, and rosc was returned. After several days, the pt recovered and was discharged. The facilities tech replaced the face plate. The tech thinks that the inner piece of the plate was broken. The broken plate was not available to be assessed. The plate was inadvertently discarded by someone. The info in this report was obtained from a new face plate. The report is based off the premise that the broken face plate was made by the same MFR as the new face plate.